Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, lot# j11299r59, implanted: (B)(6) 2002, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving dilaudid 20 mg/ml; 9.788 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown and indicated as ¿some time ago¿. It was reported the patient experienced a sudden change in therapy/symptoms. The patient had a loss of efficacy following a fall. A catheter dye study was attempted. The physician attempted to aspirate the catheter and was unable to aspirate. Exploratory surgery of the catheter was being done (B)(6) 2016. The cause of the inability to aspirate the was the catheter was found to be broken in the back. The catheter was replaced and the loss of efficacy was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.